Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-86043.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels on (B)(6) 2014. The blood glucose reading was 50 mg/dl at the time of hospitalization. On (B)(6) 2014, the customer called to report inaccurate sensor glucose versus blood glucose readings which triggered the insulin pump to alarm unexpectedly. The blood glucose reading at the time of call was 75 mg/dl. She turned off the alarms and had a low blood glucose episode because she had accidentally entered 300 carbs. The customer stated that if the sensor was reading accurately she would not have turned it off and it would have warned her that she was having low blood glucose. She complained that once the sensor detected low blood glucose, it got stuck until she was up and moving around. Upon troubleshoot, advised customer that there may have been possible pressure at the sensor insertion site or possibly that the sensor was pulling out. Unsure if customer follows proper procedure. Nothing further reported.